Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty noted during flushing. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the left atrium. The physician then realized that the cds flush port was not being flushed. The three-way stopcock was noted to have no problems. An attempt was made to flush the flush port with a syringe, but was unsuccessful. The cds was removed and replaced. One clip was implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. All available information was investigated and the reported difficult to flush the clip delivery system (cds) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was reviewed and investigated and the returned device was able to fully flush with no issues observed. The delivery catheter (dc)b handle was able to be fully de-aired, and a definitive cause for the reported difficulty flushing the dc handle could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.